Event description:
Boston scientific received information that this right ventricular (rv) lead displayed high out of range (oor) shock impedance measurements. The physician suspected subclavian crush. The decision was made to replace this rv lead. Once the new rv lead was implanted, all measurements were stable and within range. There were no adverse patient effects reported.

Manufacturer narrative:
This rv lead was surgically abandoned. At this time there is no additional information. Should additional information become available this report will be updated.